Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with 135 units of insulin. Reportedly, the insulin gauge reflected 135 units of insulin for over 30 hours. During troubleshooting with tandem technical support, the customer reloaded the cartridge; however, was unable to obtain an accurate fill estimate. There was no impact to the customer's blood glucose level. It was confirmed that the customer has insulin pen injections available as alternate insulin therapy.